Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether the device may have caused or contributed to the event. No product has been returned. No conclusion can be drawn at this time.

Event description:
Based on the information provided by patient's attorney: (B)(6) 2007 - patient underwent ventral hernia repair using bard ventralex mesh. Attorney alleged patient underwent multiple additional surgeries for adhesions and hernia recurrence after the implantation of the ventralex mesh, and alleges patient suffered pain, disability and disfigurement.